Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 2 years due to prosthetic valve endocarditis. The surgeon indicated that this event was due to patient related factors and not a device malfunction. The infection source was provided as: pyelonephilis / urosepsis. Per the op report (documented in german), there were vegetations on the valve and the atrial wall during explant. There were large vegetations in the area near the posterior commissure. The device was replaced with a new edwards bioprosthetic valve. Tee at the end of the procedure showed no evidence of paravalvular insufficiency or relevant gradients.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has indicated that this event was due to patient related factors and not a device malfunction. The infection source was provided as: pyelonephilis / urosepsis. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.